Event description:
It was reported that lead dislodgement was observed during a follow-up. When repositioning was unsuccessful, the lead was explanted. There were no complications to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.